Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a "shocking or jolting sensation" but there was no known directly-related accident or incident. It was further reported that the frequency was about twice a day, was intermittent, was in the parasthesia area and happened with positional changes. Also pt movement caused stimulation changes: "shooting pain started this way but now occurs by itself." Impedance readings were reported to be about 1000 ohms. Additional info has been requested, but was not available as of the date of this report.